Event description:
Dental facility reported that on friday (B)(6)2010, a (B)(6) child swallowed a mirror that was used to retract the cheek/tongue during a routine sealant procedure. The mirror fell out of its frame. Child was sent to the urgent care center to be evaluated. Urgent care center advised parent to go to the hospital emergency room where the child was sedated for removal of mirror from the esophagus. Doctor contacted the mother on saturday (B)(6)2010 to f/u on child's condition. Child is fine.

Manufacturer narrative:
The investigators report the condition of returned instrument as used. It was confirmed that the returned mirror has both sides separated from the frame. There is residual adhesive on the mirror frame. The reflective surface of the glass is scratched, spotted, and worn. The root cause could not be determined. Based on the reported info and the investigation results provided, integra considers this complaint closed. Future incidents of this nature will be documented for recurrence and trending purposes.